Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of implant: (B)(6) 2013. Date of explant: (B)(6) 2013.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the lens went into the back of the eye and became dislocated. The lens was then explanted in a secondary procedure and another lens implanted without difficulty. The patient visual outcome was good.

Manufacturer narrative:
It was initially reported on (B)(6) 2013 that the patient's zonula ciliaris might be lacerated. Follow-up indicated that the zonular ciliaris was not torn. It was clarified that the doctor removed the lens and explanted another lens in a secondary procedure on (B)(6) 2013. Serial number and expiration date: the intraocular lens serial number is unknown; therefore, the expiration date is unknown. The telephone number is unknown. The intraocular lens serial number is unknown; therefore, the manufacture date is unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder .